Event description:
Lever locks included in secondary set packaging leak, around luer lock areas. Occurs with every 2nd-4th lever lock used. Results in chemo spills and potential exposures, since rptr is an oncology clinic. Pts are usually first to notice.